Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt had fallen. X-rays confirmed lead migration. During surgery on (B)(6) 2014, the pt's physician attempted to reposition the lead but was unable to due to scar tissue. The physician decided to explant and replace the lead with a different model lead.